Manufacturer narrative:
In response to complaints and in recognition of customer/surgeon preference, stanmore implants worldwide (siw) has conducted an assessment of its current instrument kit design to determine potential improvements and to identify the need for providing additional instrumentation as part of an upgrade kit. Initial recommendations have been complied pending final approval and implementation. This complaint was due to surgeon preference, no product problem was identified. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed. This complaint was received by siw in march, 2013.

Event description:
The drill guide spun off the bone during drilling. Examination of the drill revealed circumferential scratches. No reamers were provided. The stem of the implant was too tight and the tibia was sitting proud. Stanmore reference: (B)(4).

Manufacturer narrative:
In response to complaints and in recognition of customer/surgeon preference, stanmore implants worldwide (siw) has conducted an assessment of its current instrument kit design to determine potential improvements and to identify the need for providing additional instrumentation as part of an upgrade kit. Initial recommendations have been complied pending final approval and implementation. This complaint was due to surgeon preference, no product problem was identified. This complaint file was reviewed as part of siw complaint file remediation programm and it has been determined that an MDR should be filed. This complaint was received by siw in march, 2013. CAPA has been opened. A supplemental report will be provided.

Event description:
The drill guide spun off the bone during drilling. Examination of the drill revealed circumferential scratches. No reamers were provided. The stem of the implant was too tight and the tibia was sitting proud. Stanmore reference: (B)(4).